Event description:
The customer reported that the alarm has power, but will not alarm. The customer has replaced the batteries and does not detect any visible damage to the wires or alarm case. There was no pt incident reported.

Manufacturer narrative:
(B)(4): evaluation results - evaluation of the returned product found that the alarm has power, but the alarm tone is intermittent when pressure is off the sensor. (B)(4).